Event description:
It was observed that during the device evaluation, the colonovideoscope had burn marks on the tip of the main body and the plastic distal end cover was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the event occurred due to the use of a high-frequency processing instrument without sufficient distance from the tip. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.